Event description:
Same case as MDR ID; 2134265-2013-03540;2134265-2013-03452. It was reported that during a coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu stopped intermittently during second pullback and then cut off. It was not known that manual pullback was attempted. The procedure was completed with a new mdu and the same sled. No patient complication reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint could not be reviewed. The most probable root cause was unable to be determined. (B)(4).